Event description:
The customer reported that part of the screen does not display anything. There was no pt involvement.

Manufacturer narrative:
(B)(4). A f/u report will be submitted upon completion of the investigation.